Event description:
The user experienced a washing needle blockage after a sample with high protein content was tested for total protein. Afterward, several samples were tested with insufficiently washed cuvettes. Testing for more than 100 patient samples with questionable results was repeated. Of the data provided, the results for 61 patient samples were erroneous. All data is included in the attachment to the medwatch. The initial results for all of the patient samples were reported outside the laboratory. No information was provided to determine if any patients were adversely affected. No reagent lot information was provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation determined the erroneous results were due to the clogged washing (waste) needle. The cause for the clog could not be determined. No adverse events were reported.